Event description:
A surgeon reports a patient presented with impaired vision following bilateral intraocular lens implant surgeries. The surgeries occurred in 2004 (od) and in 2005 (os). The surgeon reports observing pco and marked fibrous proliferation over the anterior surface of each lens. Additional information has been requested. MDR #1119421-2007-00124--od--right eye. MDR #1119421-2007-00125--os--left eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested on 03/06/2007 and 03/26/2007.